Event description:
Customer reported getting erratic readings from their freestyle meter. Precision tests were performed at the time of the initial call with the freestyle meter and results were 226 mg/dl and 184 mg/dl.